Event description:
It was reported that noise and oversensing were observed on the right ventricular lead. Programming adjustments were made. The device and leads remain in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).